Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-03490 /-044181 /-05774).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of personal injury. There has been no reported revision procedure to date. Additional information received from patient¿s legal counsel report patient¿s left total hip arthroplasty was performed on (B)(6) 2001 and patient¿s right total hip arthroplasty was performed on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, inflammation, damage to surrounding bone and tissue, soreness, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.